Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial channel. Device data was sent to rhythmcare for review. Rhythmcare confirmed the reported observations and provided further troubleshooting and programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.